Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a pin hole in the balloon, approximately 6mm from the balloon proximal tip. The introducer sheath was not returned, therefore physical evaluation to determine whether there was damage to its distal end that could have punctured the balloon could not be made. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the probable cause of the pin hole could not be determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unk). There were two sheath exchanges. Peri-procedure, the patient was anti-coagulated with 6000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Ti was reported that the device was prepped and then inserted into the sheath . The balloon was inflated. During pullback, after the first stop, the balloon lost pressure. The device was removed and a device from another manufacturer (angio-seal) was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.